Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact. Left plunger case screw post broken. Bottom case cracked. Event history log travel reverse error and check clutch plunger lever. Found 'syringe empty - stop' at occlusion test. Plunger sensor value stuck at 22.357". The carriage was shattered and broken into pieces; position pot was undamaged. Device was mishandled, impact broke the carriage. Customer damaged. Replaced carriage, also replaced lead screw and both clutch halves as a preventative measure. Performed power up process, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously. Root cause is due to a damaged carriage as a result of the device being dropped/mishandled by the customer.

Event description:
It was reported the system failed. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.